Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have resulted in the needle failing to retract. The formed needle was found to be properly seated in the slide retract. No damages to the environmental seal or bottom housing were observed. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The exact cause of the reported needle did not retract could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 5 and 24 hours the needle was still deployed, indicating it did not retract back into the pod as intended.